Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2026, to address the pocket pain.